Event description:
It was reported that during follow up, the device sensing trend had consistent r-wave measurements at 10 mv, however, four months ago, the r-waves suddenly measured 2.9 mv, and no further measurements were taken. Manual sensing measurements consistently gave a value of approximately 10 mv. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the p/r wave amplitude missing/invalid. The analyst noted that after the week ending (B)(6) 2013, there are no recorded min or max r-wave amplitudes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 507652, implantable pacing lead, implanted: (B)(6) 2013. Product ID: 429888, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.